Event description:
It was reported the procedure was to treat a lesion in the mid left circumflex artery. The 2.75x15mm nc trek balloon dilatation catheter (bdc) as advanced through the guiding catheter however the proximal shaft outside of the patient separated. The separated portion was simply withdrawn. The procedure was completed using another bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported separation appears to be related to operational context. There was no damage noted to the balloon catheter prior to use or during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon dilatation catheter (bdc) was inadvertently mishandled during advancement resulting in the device becoming kinked and ultimately separating upon further manipulation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from yes to no.